Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During a pfa procedure, the patient experienced a vagal response and became asystolic. The volt pfa catheter was advanced into the left atrium. Then the contact index baseline was successfully collected. The volt pfa catheter was then advanced into the lspv and good contact was noted. Upon delivering the first application the patient had a vagal response and went into asystole. Due to this the patient had no r waves to sync off of and the application was automatically aborted. Once the patient was stable the procedure was continued.

Manufacturer narrative:
Corrected information: g3, h2, h6.